Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the atrial channel that began when the patient went into the hospital for a follow-up visit. There had not been that type of noise recorded before. The patient's room was changed, however the noise continued. The lead measurements were normal and stable. Aditional information was received stating the episodes of noise continued to occur in the atrium and capture was not constant in the left ventricle. By x-ray it was found the left lead was retracted due to the presence of an old lead that was deactivated, but remained implanted in the patient. The device and the lead remain implanted with no changes.